Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist through a company representative that he showed concern with a patient's eos projection as the device indicated 3 months until eos = yes. The neurologist believed the end of service of the device "seemed fast" and he thought the generator should last longer than just 2 years. Moreover, the projected battery life was compared using the end of service expectations chart. Additionally, high duty cycles, like higher stimulation parameters, result in reduced battery longevity in all generators. Further information was received from a company representative indicating the patient underwent generator replacement surgery. The explanted generator was returned to the manufacturer and underwent analysis. Analysis of the generator revealed the data in the diagaccumconsumed memory locations and revealed that 102.655% of the battery had been consumed. The battery voltage value stored within the generator (2.243 volts) suggests the device is at an end-of-service condition. A cause for the out of specification c4 capacitor (v cpu) value was not determined. This component is used as a filter capacitor for the microprocessor voltage and is not expected to have an adverse effect on battery longevity. The final electrical test performed in pa demonstrates that the lower value of capacitor had no adverse effect on functionality of the pulse generator. Visual inspection results revealed no external device abnormalities. There were no adverse functional, mechanical, or visual issues identified with the returned generator.